Event description:
Reference number (B)(4). Event occurred in germany. On 02/jun/2024, the patient reported that the infusion set cannula was kinked, within 3 hours of insertion. Blood glucose at the time of event was 600 mg/dl patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.